Event description:
It was reported that patient have experienced infusion set occlusion and the blockage is at the site which led to high blood glucose and it was addressed by Corrective injection via Manual insulin injections on(b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be Serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442780.